Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to procedural conditions (poor imaging). The reported poor imaging appears to be due to poor imaging quality, per case details. The reported mr is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Imaging was challenging. A ntw (lot: 30711a1013) was chosen for implantation. Upon deployment of the clip, it detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional mitraclip ntw were implanted to stabilize. The procedure ended with mr unchanged grade 4. There was no clinically significant delay.